Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to an audible alert. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to high varying impedance in the rv and superior vena cava (svc) coil. The high impedance was reproducible. The lead was suspect of a fracture. The alert and svc coil was programmed off. The lead is scheduled to be replaced. The lead remains in use. No patient complications have been reported as a result of this event.